Event description:
It was reported that a spectrum pump "sees a set in load point #2 when none is present." It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation found the unit inoperable due to a clean load point 2 alarm. The clean load point 2 alarm was caused by a failed ultrasonic sensor. The ultrasonic senor and ultrasonic pusher was replaced..